Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to poly wear. The insert was exchanged. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 unknown humeral stem. Reported event was unable to be confirmed. Review of the available records identified right elbow arthroplasty with associated loosening and disassembly at the hinge mechanism along with multiple metallic fragments within the joint space both anterior and posteriorly, suggestive of implant disassembly or fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00228.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: 2007. Explant date: 2013. Report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to unknown reasons. The insert was exchanged. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.